Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44-74 that has a similar product distributed in the us, list number 6l22.

Event description:
The customer observed false nonreactive architect hbsag and anti-hbc ii result on one patient who received interferon treatment. The results provided were: on (B)(6) 2023 hbsag=0.00 iu/ml (<0.05 iu/ml=nonreactive) /previous history in (B)(6) 2022=1239 iu/ml (> or =0.05 iu/ml=reactive) /on (B)(6) 2022=1542 iu/ml. Anti-hbc=0.40 s/co (< 1.00 s/co=nonreactive) /on (B)(6) 2022=7.60 s/co (> or = 1.00 s/co=reactive) /on (B)(6) 2022=7.74 s/co /hbv dna=negative there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect anti-hbc ii reagent lot number 40499be02 the ticket search determined that there is as expected complaint activity for the likely cause lot. Return testing was not completed as returns were not available. The ticket trending review of at least 12 months complaint data for the likely cause list number does not identify any non-statistical trend. In-house testing of a retained reagent kit of the architect anti-hbc ii complaint lot was performed. All specifications were meet and no false non-reactive results were obtained, showing that the lot generates the expected results; additionally, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (biomex seroconversion panel scp-hbv-001 and scp-hbv-004). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbc ii reagent lot number 40499be02.